Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that following the ablation procedure, it was noted that a burn occurred on the patient's inner right thigh where the grounding pad had been placed and also on the patient's inner left thigh. The patient was large and there was no space between the thighs. The burns were described as 2nd degree and treatment was reported as fomentation with gauze.